Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Another filter was successfully placed without pt complications. Follow up revealed the cava had a compressed shaped malformation. Co believes pt anatomy may have been a contributing factor to this event. Co's directions for use state: "do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."